Event description:
The patient reported she has been experiencing issues with her cadd cassettes and pump requiring occasional restarts. Cadd cassette lot number 4329614 and expiration date 09/18/2027. Pump serial number/due date unknown. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided this is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when event occurred is unknown. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Unk. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.